Manufacturer narrative:
Qn #: (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "memobag opened during removal, and the specimen remained inside the patient. Team had to proceed differently to remove the specimen". Additional information received states that "the specimen did not have to be cut. No consequence [for the patient]. No medical intervention necessary. No part of the bag remained in the patient".

Event description:
It was reported that "memobag opened during removal, and the specimen remained inside the patient. Team had to proceed differently to remove the specimen". Additional information received states that "the specimen did not have to be cut. No consequence [for the patient]. No medical intervention necessary. No part of the bag remained in the patient".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the defective representative sample were examined. 2 samples were returned in caron box on in the original pouches. Inside of the pouches there were undamaged plastic bags where was packed memobag products. After opening plastic bags there was visible, that on both tubes was present memobags. Each memobag has no visible rapture on the foil. Both ends of the memobag were properly glued and no issue on the wire was found. The reported defect cannot be confirmed based on the visual inspection on representative samples. No issue was observed. Reported defect cannot be confirmed based on dimensional inspection of foil performed under incoming inspection and based on measuring of representative samples. The thickness of foil measured in random 5 points comply with specification. The defect on the affected product was likely caused by use of excessive force within bag retrieval or using instruments with high temperature for removing tissues. Reported defects cannot be confirmed based on functional testing of the returned samples. Both samples met the specification for maximum tensile force. The review of DHR revealed no production issues from the perspective of the reported defect at the time of manufacture of the complained lot. Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the o hr review was completed. The defective device was not returned for examination, only two representative samples were delivered. Reported defect can not be confirmed based on these samples. Functional and dimensional testing of returned samples were provided. No issue was observed during these inspections. The defect was likely caused by use of excessive force within bag retrieval or using instruments with high temperature for removing tissues. The remaining parts of complained product do not show any traces corresponding with usage of excessive force within retrieving the bag. The closure wire was not detached from the bag and both eyes of closure wire are not damaged. As the root cause of this complaint was determined unintentional user error related, no corrective I preventive actions in production are deemed necessary to introduce." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.